Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined tube number 27 was loose where the fitting attaches to the ratio pump and the tube disconnected. The fse replaced the tube to correct the problem. The fse did not find a problem with line 24 as the customer initially reported.

Event description:
The customer reported to beckman coulter (bec) hotline support that their unicel dxc 800 synchron system leaked from line 24 when it disconnected from the ion selective electrode (ise) ratio pump. The customer alleged erroneous results were generated involving the sodium, potassium and carbon dioxide analytes due to the issue. The customer also reported that some sodium and carbon dioxide (co2) results were suppressed. There was no change or effect to patient treatment in connection with this event reported to bec. The leak was contained to the instrument and the operator wore a laboratory coat and gloves while operating the instrument. Patient data was requested from the customer; the customer provided the initial patient results alleged to be erroneous by the customer and not the rerun data. Bec is unable to verify erroneous results, however, very high potassium, high chloride and very low calcium results were verified.